Event description:
A us distributor contacted zoll to report that a patient developed bruises under the lifevest equipment. The patient described the area as bruises from tight garment digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse offered a cream for the skin irritation, but the patient denied it. The outcome of the irritation is unknown as follow up attempts were unsuccessful.